Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The caller reported that the patient couldn't connect to their implant with the patient programmer. Technical services (ts), had the caller try again and the patient got the power on reset (por) message on the device. Ts reviewed causes for the por condition. The issue was not resolved through troubleshooting and the patient was redirected to their healthcare provider to further address the issue. It was noted that the issue had started several days ago.